Event description:
The physician reports that the crystalens tore when delivering the lens using the staar surgical lens injector system. Implantation with a second crystalens was attempted, however, this lens also tore. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. The patient's current bcva is 20/30 (preop bcva unk). Reference MDR #2031924-2007-00354 for report on second damaged lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the lens was loaded incorrectly.